Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the platform sterilizer and learned from the biomed technician that the lower hinged access panel fell forward during the time of the event. The user facility elected to have their biomed department inspect the unit. During the inspection, it was reported that the biomed technician hit their head on the access panel while inspecting the unit. No medical treatment was sought or administered. The biomed technician made repairs to the platform sterilizer, however; the user facility did not disclose the specific repairs that were made. While onsite, the steris service technician identified that the bottom of the chamber door was making slight contact with the bottom panel of the unit when being opened and closed. The technician made the necessary repairs to the lower panel and chamber door, tested the unit, confirmed to be operating according to specification and returned to service. No additional issues have been reported.

Event description:
The user facility reported that two employees obtained injuries as the lower door to their platform sterilizer came in contact with their legs. The user facility did not disclose if medical treatment was sought or administered.